Event description:
I am a u.s. Customer of dexcom, and use the g7 sensor. I was traveling internationally, and needed to temporarily delete the app from my phone due to alerts as a result of inaccurate readings and alerts, which are common during the first 12-24 hours of sensor insertion. This is the first issue I'd like to report: inaccurate readings during the initial period of wear for a new sensor. The second issue I'd like to report is software-related. When I tried to re-download the app, the app required me to share my location. Because my current location did not match my customer data, it would not allow me to re-download the app, and instead directed me to contact customer support. On (B)(6) 2024, I submitted a help ticket online, and received a notification that I would hear back within 48 hours. However, I did not hear back from dexcom until (B)(6) 2024, after I had returned home from my trip. I was not able to use the app for the remainder of my trip. Additionally, none of their online resources addressed this particular issue.